Event description:
Essure placed in (B)(6) 2014. Immediate pain with placement. The next few days pain persisted, headaches and nausea began and remained constant for months. Called dr few days after placement and she denied symptoms could be related. After this constant heavy bleeding and spotting of old and new blood with metallic odor and cramping continued for years. Right lower abdominal pain with movement limit ability to exercise, walk at normal pace, and interact with kids, depression, anxiety. Unnecessary procedures to drain unexplained fluid pockets from lining of uterus, tried multiple birth control pills to help with cycles with no success, abdominal scars for severe pain. Notice change in clarity of thought process, difficulty with word finding and saying things that I didn't mean (ordering wrong item at restaurant, or telling my kids to get the pink teddy bear when I was pointing at the purple horse and wondering why they were not listening to me). Add'l procedure included removal of essure with time off work for recovery, hope to avoid hysterectomy but unsure at this time.